Event description:
It was reported that a small volume folfusor experienced an underinfusion. The customer stated that "the device did not deliver the full dose." There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.